Event description:
It was reported that the insert sheet was missing from the tray.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿incorrect translation / inadequate instructions¿. A potential root cause for this failure could be "missing instructions". The lot number is unknown; therefore, the device history record could not be reviewed. Although the product code is unknown, the catheter labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the insert sheet was missing from the tray.